Event description:
The customer reported a shock button failure during testing.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation.